Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone (unknown concentration) at 100 mcg/day via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they were planning to have the pump explanted on (B)(6) and inquired if they had to be weaned off of the medication or not. The patient stated they have hydromorphone in the pump and stated a piece of paper with them said they get 100 micrograms per day. When the agent inquired healthcare provider, the patient provided the facility name and first name of their provider. The patient stated they switched facilities because they felt like there were a couple times they went in for adjustments and they didn't know how to do it and that was frustrating and did not provide further information. When the agent inquired event date, the patient stated for quite some time, and when the agent inquired if it was since implant, the patient stated they didn't know, but they kept going there. The patient stated that when they did the trial, they did wonderful and they could cross their legs and it didn't hurt. But the patient stated that they put tape on them after surgery that the patient told them they were clearly allergic to so there was a hole in their back for 2 months and they couldn't adjust it until the patient healed from that, so it was a bad experience from the start. The patient did not provide further information. The patient also mentioned they didn't know if it (the pump) was on. The patient stated they couldn't check that because they changed the settings on it but before, they could (check the pump), but now they couldn't. The agent reviewed medtronic role and redirected to healthcare provider. The agent emailed physician listings to the patient. Additional information received from a health care provider (hcp) indicated that the patient experienced soft tissue tenderness over the pump site. The patient reported that the pump had been off for a year and stated the soft tissue pain was her concern regarding the pump. The hcp reported that the patient stated that the pump had been turned off due to a past procedure complications after the pump implant. The hcp reported that the device rep was contacted on 2024-07-30 with no response. The patient was requesting to have the pump removed.